Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report an upcoming MRI scheduled for tomorrow. Patient provided history for reason behind needing MRI. This included patient taking a fall on (B)(6) 2022 and hitting their head on a 3 foot tall concrete retaining wall that caused them to have a brain bleed. As a result of the fall, patient suffered some damage to a disc in their back that has affected function of left arm and, more recently, caused shooting pains down the left back and leg which required tramadol injections. When agent pulled patient up, it indicated there were 2 active device systems, one of which would be recommended for head scans only. Patient said they thought they only had one active system that was implanted on (B)(6) 2022. Patient did have operative report and read that old system was removed completely. Agent suggested patient check MRI mode. Patient placed communicator over battery on the left side and connected successfully. When MRI mode was activated, it indicated implant was on the right side, and that it was full-body eligible. Agent suggested patient have handset reprogrammed prior to getting an MRI scan. Patient reported having "several" MRI's in the past that did not affect their ins. Agent reviewed with patient that moving forward with a scan despite knowing incorrect information was programmed was their own decision. Agent suggested hcp could confirm that the other information was correct, and notify mdt with confirmation of correct implanted device stat

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***